Event description:
On (B)(6) 2010, pt reported the up button on the infusion device was defective. This was noticed a month prior when pt attempted to bolus. Pt has to press the up button several times and "roll it" to get it to respond. Down button continues to function as intended. Infusion device has been in use for 2 yrs and pt boluses approx 5 times per day. Up button pops up after being pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.